Event description:
Boston scientific crm received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) expired for unspecified cause. The family of the patient expressed concerns regarding the performance of the device.

Manufacturer narrative:
Event conclusion: the device is not included in an advisory populations, and has not been returned for analysis. Boston scientific has requested the patient's medical records, however, as of the date of this report they have not been received. No additional information is available at this time. If additional information becomes available, the event will be reopened.